Event description:
Rptr had a vitek proplast implant inserted in 1985. Rptr was not made aware of the problems associated with these implants unit late 1993. Consequently the implant was not removed until 6/94. Rptr had a large giant cell tumor which did considerable damage to the temporomandibular joint and the skull had almost been perforated by the time the surgery was performed. Rptr had a magnetic resonance image done last year and a golf-ball size meningioma was discovered in the area of the brain directly where the proplast implant had been. Rptr has been trying to contact other proplast pts in an effort to find out whether or not anyone else has developed a brain tumor. To date she has discovered one person who has developed an astrocytoma. The neurologist rptr saw, feels that there is a definite correlation between the proplast implant and the meningioma.